Manufacturer narrative:
The ge healthcare service representative performed a checkout of the equipment and confirmed the mylar flap of the inspiratory flow sensor was stuck to the top of the flow sensor housing. The flow sensor was replaced, and the unit was returned to service.

Event description:
The hospital reported the tidal volume was being inaccurately delivered. There was no report of patient involvement.